Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: investigation completed. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the shaft was broken. A 1.75mm rotalink¿ burr was used for treatment. During procedure, it was observed that the internal shaft of the device broke. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.